Event description:
The subject catheter was returned for analysis and it was discovered that the subject catheter shaft was broken/fractured during use. The procedure was completed successfully. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection it was found that the catheter hub was not returned. The catheter shaft was seen to be kinked bent at 51cm and 89cm from where the hub should be. The catheter shaft was seen to be broken. The catheter shaft was seen to be flat/crushed. During functional inspection the catheter could not be flushed due to the hub being broken/fractured but a 0.0265" patency mandrel was advanced through the catheter with slight friction felt in areas of damage. The hub ID could not be confirmed as the hub was broken/fractured and not returned. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per dfu and there was no damage noted to the packaging prior to opening the packaging and the device was in good condition prior to use. Also, additional information indicated that during delivery of the subject catheter resistance was encountered and the hub of subject catheter was fractured. The catheter shaft was fractured and the hub was not returned. The catheter shaft most likely fractured when resistance was encountered trying to insert the subject catheter. The catheter shaft was flattened and kinked and friction was felt during analysis. The catheter shaft was probably damaged due to some procedural or anatomical factors during the procedure. The as reported as well as the as analyzed will be assigned procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.